Event description:
It was reported that during implant the helix of the right ventricular (rv) lead would not deploy. Several attempts were made to exercise the helix. The patient was dependent so it was decided to implant another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).